Manufacturer narrative:
(B)(4). Components were returned as follows: the band/balloon with 1.5cm of catheter. The injection port with locking connector, tubing strain relief and 53cm of catheter. Upon visual inspection, it was observed that buckle from the band was cut on one side (cut performed during the explantation). Several blood and tissue spots were on band and balloon. The injection port was returned in locked position, all hooks were returned deployed. Biological debris were observed inside of hooks and actuator ring. Per visual microscopic inspection it was noted that the septum was punctured 9 times. Evaluation of the device cannot confirm events that are physiological in nature. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that post implant of a realize gastric band, the band slipped. This was detected by and upper gi x-ray on (B)(6), 2010. The band was replaced and was discharged home same day. There were no reported complications.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.